Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced issues with the implantable pulse generator (ipg). The ipg, "did not kick in on time," and the patient's heart rate, "went down to 30." The ipg remains in use. No further patient complications have been reported as a result of this event.